Manufacturer narrative:
It cannot be determined that the alleged infection is related to v.a.c. Therapy. There have been several attempts made to gather add'l info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause. On (B)(4) 2013, kci field service tested the device per quality control (qc) procedure and determined the unit met specifications prior to patient placement on (B)(4) 2013. The device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On (B)(6) 2013, the following info was reported to kci by the patient: on (B)(6) 2013, the patient was admitted (facility unk), and alleged the wound got infected while on v.a.c therapy.